Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and out of range pace impedances. The impedances were greater than 2000 ohms. The lead was then surgically abandoned and replaced. During the revision, the lead was tested via pacing system analyzer to confirm the observations. No additional adverse patient effects were reported.